Manufacturer narrative:
(B)(4). The knife did not advance or retract when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal place. Reports of the knife hitting the back of the seal plate continue to be investigated.

Event description:
The customer reported that the knife blade was not cutting. There was no injury to the pt. No further information was available from the site. The device was returned and initial inspection noted that the webbing was protruding from the hinge area towards the jaw.